Event description:
The manufacturer's service technician reported the device had a blower failure. The device was not in use on a patient therefore, there was no patient involvement or harm. The service technician reported that a liquid was found inside the unit on the motor controller pcba, which was causing the blower to fail. Further evaluation and service are still in progress. A blower failure may result in an occlusion or no air flow during normal ventilation mode operation.

Event description:
Failure analysis determined the reported problem was caused by capacitor fluid that had leaked from a motor controller pcba capacitor, which resulted in the shorting of multiple components on the motor controller and cpu pcb boards, causing the blower to stop functioning and a 35volt failure occurrence which may result in a shut down of the device during operation.

Manufacturer narrative:
(B)(4).